Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of gastrointestinal bleeding and hypovolemia cannot be conclusively determined through this investigation. The controller event log file contained data on (B)(6) 2021 spanning from 08:11:54 to 15:32:15, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states: "pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility" (4-25). Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. Is also included in this section. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been hospitalized with gastrointestinal bleeding (gib) on (B)(6) 2021. The patient experienced a decrease in hemoglobin which prompted a esophagogastroduodenoscopy (egd) to be performed which located the gastric bleeding. A clip was applied at the gastric bleeding site and anticoagulation was adjusted. The event log captured consistent pulsatility index (pi) events throughout the log. There were also a few times where the calculated flow was at the 2.5 lpm threshold, but not for long enough to trigger an audible alarm. The pi events were believed to be caused by hypovolemia secondary to the gastric bleeding. The patient also experienced speed drops secondary to the gastric bleeding being stopped. The patient was discharged on (B)(6) 2021.